Event description:
Boston scientific received information that shock impedance measurements greater than 200 ohms were noted on the device and right ventricular (rv) lead. The high measurements were consistent with all possible shock lead vector combinations. Some noise was also noted on the shock channel. X-ray noted no lead damage. When the pocket was opened, it was observed that the lead was not properly connected to the device. The lead was then connected to the device appropriately and all measurements were acceptable. Boston scientific technical services (ts) reviewed the provided information ans confirmed a sudden increase in the shock impedance measurement occurred. No shock had been delivered since the device was implanted and no episodes were recorded. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.